Event description:
Percutaneous coronary intervention (pci) of circumflex: 6 french ebu 3.5 guide catheter was used to engage the l coronary circulation. Viper wire was used to cross lesion. A diamondback catheter was used to perform atherectomy of the mid-segment of the circumflex vessel. Following this, the tip of the wire was noted to be sheared off. Unable to retrieve the wire with multiple snare devices the md "jailed" the wire using a 2.5 x 14 resolute des at 12 atm in the mid-segment and stented it with a 2.5 x 18 resolute des. The proximal segment of the circumflex was stented with a 3.0 x 30 resolute dds at 12 atm. The entire stented segment was post-dilated with 3.0 x 12 nc euphora balloon multiple times. Timi iii flow was present in the vessel. No dissection or perforation was noted.